Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of needle detachment.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was intended to be used to treat colonic polyps in the intestines on (B)(6) 2026. During unpacking, outside of the patient, the needle was observed to be fractured. The procedure was completed using another device of the same model. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.